Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has been getting urinary tract infections (utis) since after her first ins was implanted, over the past 10 years. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was checked and treated by their local provider and was being sent to a local urologist. It was also noted that the healthcare provider had recommended resuming vaginal estrogen therapy. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient's friend/family member reported that the patient had their device checked and it was functioning fine, the battery longevity and impedances were checked and everything looked good. The patient took good care of themselves, they just got (B)(4) and they didn't understand why. It was also mentioned that the patient used the stimulation only slightly, so they got good longevity out of the ins.